Event description:
The customer reported having high blood glucose of over 600mg/dl. The customer was not able to troubleshoot, the insulin pump because she was feeling shaky, confused, and dropped the device twice. The paramedics were called, and they were not sure if the customer would be transferred to the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.